Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a same model, similar power, opposite meridian but longer length lens. The problem was resolved. Cause of the event is unknown. H3 - device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens haptic deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a same model but longer length lens. The problem was resolved. Cause of the event is unknown.